Manufacturer narrative:
The field experience of noise was confirmed via review of the stored egms. Upon receipt, burn marks were observed on the ICD can. The device met all specifications during automated electrical testing. It is believed that the noise in the stored egms was due to an insulation break on the leads. No anomalies were detected on the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that oversensed noise was observed.. The issue was believed to be lead related; however, when the device was changed out, the leads functioned normally with the new device.